Event description:
Per the clinic, the patient developed a cellulitis infection at the implant site, and was treated with oral and topical antibiotics (specific duration not reported) from (B)(6) 2020. The patient underwent a procedure (specific date not reported) in order to repair the skin flap. The implanted device remains.